Event description:
(B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the devic did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation.